Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having unexplained high blood glucose for the past few days. The customer stated that her infusion set broke while she was sleeping. The customer also stated that when she was wearing one of the infusion sets, the insulin pump did not alarm no delivery when it was not delivering the insulin. No further information was provided. The customer declined to troubleshoot and requested a replacement of the insulin pump.